Manufacturer narrative:
Additional information was added to d10, e4, h3, h4 and h6. H4: the lot was manufactured between(B)(6)2019 - (B)(6)2019. H10: the actual sample was received for evaluation with the spike and tubing. Visual inspection was performed and identified that the spike cover was removed and spike port membrane was not broken through. Functional testing was performed by inserting the spike with membrane that was received not broken and the spike with the IV tubing disconnected from the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag disconnected from the spike of a clearlink system non dehp solution set. This event was further described as the ¿intravenous (IV) tubing spike fell out of the bag¿. This event occurred prior to patient use. There was no patient involvement. No additional information is available.